Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported faulty power cord was confirmed. The evaluation determined the power cord would deliver power intermittently. The power cord was replaced.

Event description:
It was reported a power cord for a spectrum pump was faulty. It was also reported there was no pt injury. Baxter's evaluation found this component to deliver power intermittently.